Event description:
It has been reported to co that during the procedure this device leaked. Reportedly, there was leakage of contrast medium at 1 cm distal to the strain relief. The device was removed and replaced. There is no report of pt injury. The device is being returned for co's analysis.